Event description:
The laser fiber was plugged into the laser machine, ready to use. For some reason, when the surgeon put the laser on standby for when he was ready, a message on the laser machine read "failure light guide data'. A different laser fiber was used that did not have the same problem and was used instead. FDA safety report ID # (B)(4).